Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced swelling near the implant site and it was revealed that the internal magnet had displaced. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery (specific date not reported), to replace the internal magnet. The implanted device remains. This report is submitted on august 01, 2022.